Manufacturer narrative:
The insulin pump was received with a completely broken case and motor. The insulin pump had a missing display window and an electronic assembly. They were unable to perform the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to the missing electronic assembly.

Event description:
The customer reported via phone call that she was using the lawn mower and the insulin pump fell off. Customer was not aware of it until it got run over. Customer's blood glucose was 45 mg/dl at the time of the incident. Customer already ate to bring up her blood glucose to 81 mg/dl. Customer stated that she was at her doctor's office. Customer stated that her pump was run over by the lawn mower and is in pieces. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.